Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained above the femoral head via a 4f sheath (model unknown), then the physician exchanged out for a 6f long sheath (model unknown) for the intervention. Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-6mm. The 6f long sheath was exchanged with a 6f short sheath. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device deployment, the patient developed a "small" hematoma. The hematoma was resolved with 10 minutes of manual compression . The patient was kept in the hospital overnight per hospital protocol for the interventional procedure and discharged to home on (B)(6) 2013. On 09/26/13, the patient presented to the ER with red, swollen and tender to the touch at groin site/access site. Lab work was performed which determined a systemic infection. The lab results confirmed a positive culture for streptococcus agalactiae. The vascular team performed open revision and a abscess drainage. The patient was placed on IV antibiotics (ceftriaxone). The patient was discharged to home on 10/02/13 and prescribed oral antibiotics. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1320402) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported local infection could not be determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the instructions for use (IFU). The mynxgrip is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use.